Event description:
A report was received from the field indicating that during a coronary stenting procedure after crossing the lesion, with an indeflator they attempted to inflate the balloon to deploy the stent, but were unsuccessful. The physician removed the product from the patient without harm to the patient. After successfully removing the product they attempted to inflate the balloon outside the patient. The balloon was inflated to 19 atm, then the balloon was inflated. After successfully inflating the balloon outside the patient, it was noted that the balloon would not deflate.

Manufacturer narrative:
Additional information was received indicating that the product was returned earlier this week. The lesion was at the mid-left anterior descending coronary artery and was not pre-dilated. The vessel was mildly tortuous, non-calcified, not a bifurcation and the stent did cross the lesion. Prep 60% contrast 40% saline. There were no abnormalities recognized when the balloon was taken from the box. There was no indication of any kinking nor were any difficulties encountered prior to advancing the stent into the patient. There was no adverse impact to the patient of any kind noted (no air bubbles, arrhythmias, bradycardia, chest pain). Outside the patient after the case, an attempt to inflate the stent was made and there was obvious resistance in that the indeflator went as high as 18atm and there still was no sign of inflation despite using 100% saline solution. Around 19-22atm the stent "jumped" to a rapid maximum expansion. When the indeflator was dialed down to zero atms, the balloon remained fully inflated. Only after pulling negative multiple times did the balloon partially deflate. It would barely fit back into the hoop when being repackaged for product return. Any additional information will be submitted within 30 days of receipt.